Event description:
Clinic reports that approximately 1 hour and 25 minutes into the pt's treatment, blood was found leaking from the hard plastic connector which attaches to the pts venous needle tubing. Estimated blood loss 300-400cc. Pt hct was 32, but pt was sent to the hosp for observation. Sample is available.

Event description:
During dialysis treatment, a bloodleak occurred on the venous bloodline at the connection to the needle even though CT was secure, (junction of soft tubing and hard plastic connector) estimated blood loss was 300-400 cc.